Event description:
The patient contacted animas on (B)(6) 2014 reporting that there was a crack at luer lock location and not tubing. There is no reported adverse event with this complaint. This report is made based on the allegation of the luer lock issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.